Event description:
Edwards received information that a 21mm aortic valve, implanted for 8 years and 6 months, was disabled via a valve in valve procedure due to mild to moderate degeneration with stenosis and regurgitation. The patient was admitted to the hospital secondary to chest pain and non-st elevated myocardial infarction. A 23mm transcatheter valve was implanted. The patient tolerated the procedure well with no apparent complications. Patient was taken to the open-heart recovery unit in stable condition. However, after the procedure it was confirmed by CT that the patient experienced a stroke. The patient was discharged on postoperative day six.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic valve, implanted for 8 years and 6 months, was experiencing mild to moderate degeneration. The patient was admitted to the hospital secondary to chest pain and non-st elevated myocardial infarction. The patient was being considered for a valve in valve procedure. No procedure has been scheduled at this time and the patient was discharged.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a 21mm aortic valve, implanted for 8 years and 6 months, was disabled via a valve in valve procedure due to mild to moderate degeneration. The patient was admitted to the hospital secondary to chest pain and non-st elevated myocardial infarction. A 23mm transcatheter valve was implanted. The procedure was noted to have gone well. However, after the procedure it was confirmed by CT that the patient experienced a stroke. Current condition is not known as they are trying to treat.

Manufacturer narrative:
Corrected data: supplemental report was submitted.

Event description:
Edwards received information that a 21mm aortic valve, implanted for 8 years and 6 months, was disabled via a valve in valve procedure due to mild to moderate degeneration with stenosis and regurgitation. The patient was admitted to the hospital secondary to chest pain and non-st elevated myocardial infarction. A 23mm transcatheter valve was implanted. The procedure was noted to have gone well. However, after the procedure it was confirmed by CT that the patient experienced a stroke. Current condition is not known as they are trying to treat.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a 21mm aortic valve is failing due to unknown reasons after an implant duration of 8 years and 6 months due to unknown reasons. The patient is being considered for a valve in valve procedure. The procedure has not been scheduled at this time. No additional details were provided.